Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the upstream occlusion sensor did not trigger while upstream was blocked. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that ¿upstream occlusion sensor did not trigger while upstream was blocked. Review of event logs found no event history related to the current complaint. There was a previous repair was completed on 19-dec-2024 for ¿dso seal peeling¿. Based on the review of complaints it was determined that the previous repair is not related to the current complaint. Visual and functional testing was performed. Device did not alarm when upstream was clamped. Found that upstream sensor was turned off in device settings. Turned on upstream occlusion sensor. Repair was confirmed through upstream occlusion sensor test. Upon further investigation, found delaminated dso seal. Replaced dso seal. Device passed all testing criteria.